Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the patient was reprogrammed on the day of the report. The manufacturer representative received a message that contacts 0, 1, and 2 had impedance issues. This message appeared upon the first reading of the battery. The manufacturer representative directly moved to the programs screen to see if any of these electrodes were in use. Electrode 2 was in use, so the manufacturer representative turned it off, and the patient¿s stimulation remained acceptable without using that electrode. The manufacturer representative reprogrammed without those electrodes and it worked fine. The patient is getting good therapy, and is satisfied with her stimulation. The manufacturer representative did not have specific values to report. There were no patient symptoms or complications reported.